Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibits the intraocular pressure issue. The details of the procedure and patient impact have not been provided. Additional information has been requested and none received at the time of this report. Additional information received that patient experienced severe inflammation reaction with hypopyon on the postoperative day of the cataract surgery. The current condition of the patient was unknown. Additional information has been requested and none received at the time of this report.